Event description:
A pt reported experiencing inaccurate erratic results with lifescan meter. The pt's blood glucose results wer 516, 130, 297, 151, 175 mg/dl. Tests were done within 10 minutes a difference of 65%. Pt did not experience any adverse events. No further info has been reported.